Manufacturer narrative:
Additional: b1, b2, b5, d7, h1, and h6 - "4114 - device not returned" correction: h6 - "2891 - capturing problem" should be included.

Event description:
New information noted that the atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing inappropriate pacing and inappropriate automatic mode switch. No intervention was performed and the patient experienced no consequences.